Manufacturer narrative:
Evaluation summary: the defect parts have been replaced. Correction information: h6: coding changed, based on the investigation result.

Event description:
Dec is removed too easy, tested with new and old. Distal body worn out. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245.